Manufacturer narrative:
The explanted device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the balloon tech supervisor that the patient was placed on pneumatic support using stroke volume limiter (svl) and ip console due to potential pump end of life, until the patient received a heart transplant.